Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced display anomaly and damage on the insulin pump. The customer's blood glucose value was 170 mg/dl. The customer stated that his pump flew off his belt in the rain. The customer stated that the pump screen went white and there is a constant tone. The product was returned for analysis.